Event description:
The customer reported being hospitalized twice. The first event was on (B)(6) 2012 due to a high blood glucose reading of 670 mg/dl. The second event was on (B)(6) 2012 due to a high blood glucose reading of 485 mg/dl. The customer stated that the insulin pump was checked while she was in the hospital, and an alarm was found in the alarm history. The insulin pump screen then went blank. Troubleshooting was performed, but the screen remained blank. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.